Event description:
Customer reported that multiple occlusion alarms occurred in the past. Customer reported that she was unaware insulin delivery stopped when occlusion alarms occurred. The customer's blood glucose level was impacted. As the customer was not currently receiving an alarm, tandem technical support could not perform a system check to determine a possible cause of the occlusions; however, occlusion alarms were discussed with the customer.

Manufacturer narrative:
The tandem t:connect user guide states that if your t:slim pump detects insulin delivery is blocked, the occlusion alarm occurs and all insulin deliveries are stopped. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.